Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator was associated with an impedance issue and a ¿settings not available¿ message displayed on the patient remote. A connection check was performed and was reported as ¿all green,¿ and impedance check identified "two possible open short" at electrodes 2 and 9, which were greater than 40,000, which were being used in the programming. The device was reprogrammed to address programming utilizing electrodes 2 and 9, and the patient reported pain with ¿painful areas,¿ then stated the painful areas were covered after reprogramming. The physician was updated. The issue was reported as ongoing, and the patient outcome was reported as alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.